Manufacturer narrative:
Model number/catalog number 72400023. Serial number (B)(4). Batch/lot number 130830003. Gtin (B)(4). Description balloon fgs 51-60cm. Expiration date 04/22/2021. Manufacturer date 05/12/2016. Model number/catalog number 72400098. Serial number (B)(4). Batch/lot number 1000160802. Gtin (B)(4). Model/catalog description control pump fgs. Expiration date 09/10/2023. Manufacturer date 09/11/2018.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. The patient outcome following surgery was reported as very good condition so far. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicate the device was working properly. The infection site located sub scrotal. The infection symptoms start 6 weeks after implantation, the infection diagnosed at the same time. The physician was not able to identify the type of infection the patient had. The infection was treated with wide spectrum antibiotic medication until the explantation.

Manufacturer narrative:
D4. Model number/catalog number 72400023. Serial number (B)(6). Batch/lot number 130830003. Gtin (B)(4). Description balloon fgs 51-60cm expiration date 04/22/2021 h4: manufacturer date 05/12/2016. D4. Model number/catalog number 72400098. Serial number (B)(6). Batch/lot number 1000160802. Gtin (B)(4). Model/catalog description control pump fgs. Expiration date 09/10/2023. H4: manufacturer date 09/11/2018. D10, h3, h6, h10. H3 device evaluation. The ams 800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams 800 balloon was visually inspected and functionally tested. No leak was found. The balloon pressure tested below specifications at 61.4 cmh2o. It was originally rated at 51-60 cmh2o. Therefore, the device di not perform within specifications. The ams 800 control pump was visually inspected and functionally tested. No leak was found. The pump performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. The patient outcome following surgery was reported as very good condition so far. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicate the device was working properly. The infection site located sub scrotal. The infection symptoms start 6 weeks after implantation, the infection diagnosed at the same time. The physician was not able to identify the type of infection the patient had. The infection was treated with wide spectrum antibiotic medication until the explantation.